Event description:
Philips received a complaint by the customer on the v60 indicating that the central processing unit (cpu) tray was damaged. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the cpu tray was damaged. A philips authorized service provider (asp) went onsite and confirmed the reported issue via visual inspection. The philips asp determined a replacement of the cpu tray cover was required. The philips asp replaced the cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.